Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of bacterial peritonitis with culture positive for staphylococcus species, coagulase negative in a patient coincident with extraneal viaflex therapy intraperitoneally (ip) for automated pd (apd) for end stage renal disease (esrd). On (B)(6) 2010, the patient experienced bacterial peritonitis. The nurse reported "the patient had been coughing on the connections." On (B)(6) 2010, the patient was hospitalized, and extraneal therapy was temporarily withdrawn while the patient received continuous ambulatory pd (capd). On (B)(6) 2010, the patient received treatment with zinacef 250 mg/2 l twice ip. On (B)(6) 2010, the patient received treatment with zinacef 250 mg/2 l times four ip, and heparin times three ip. On (B)(6) 2010, the patient received treatment with zinacef 250 mg/2 l times four ip and heparin once ip. On (B)(6) 2010, the patient received treatment with zinacef 250 mg/2l once ip, and vancomycin 1 gm/2 l once ip. On (B)(6) 2010, the patient recovered from the bacterial peritonitis, and was discharged from the hospital. On (B)(6) 2011, the patient received vancomycin 2 gm/2 l once ip as preventive treatment. On (B)(6) 2011, the patient restarted treatment with extraneal viaflex. The nurse did not provide an opinion of causality for the event of bacterial peritonitis in relation to extraneal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.